Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test faulty force sensor resistor. Unable to verify compromised force sensor system alarms due to motor error alarms. The motor was tested outside the device and passed. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with minor scratched lcd window.

Event description:
The customer reported via phone call that they received a compromised force sensor system alarm during an infusion set change. The customer also reported the insulin pump was repeatedly resetting itself. Customer's blood glucose was unknown. Customer also reported insulin was squirting out of the insulin pump. Customer also stated they were unable to exit from the preparing to prime loop on the insulin pump. Troubleshooting found the customer's drive support cap appeared to be normal. Customer could not recall pressing on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.